Event description:
It was reported that the patient underwent generator replacement. Further follow-up revealed that the patient had been experiencing an increase in seizures and the generator was ifi - yes. It is unknown whether or not the seizures were above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
It was reported from the physicians that the patient's increase in seizures was suspected to be possibly related to low battery ifi- yes. There were no causal or contributory programming or medication changes that preceded the onset of the event. The patient's seizures did improve after vns replacement. The replacement was prophylactic and there was no suspected device issue.